Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the excessive force being applied to the bending section of the subject device when the user access to the ureter and/or the calix with forcibly handling or some physical stress was applied to the bending section. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that was found the strange kinked bending section of the subject device at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device. It was found that the internal metal part of the bending section was exposed at the first visual inspection. But when measuring the bending section angle in each direction, the measured angles were within the specified value. Furthermore, the bending section could be straightened and return to the neutral position. There was no report of patient injury associated with the event.